Manufacturer narrative:
Correction: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
"."

Manufacturer narrative:
Correction: date on follow up submission which was sent on (B)(6) 2018 was incorrectly documented as (B)(6) 2018. The correct date is (B)(6) 2018.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Biomed technician from a hemodialysis clinic reported evidence of a burnt power cord on the dialysis machine. Follow up with the biomed technician indicates there was no patient involvement and the power cord was replaced and the dialysis machine was put back into service.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The power supply cable assembly was received with signs of heat damage on the prong of the hot side of the terminal and inner molding of the plug. Further inspection shows pitting/arcing on the prong. There was no damage found on the neutral and ground terminals of the plug. The wires on the other end of the cable were cut. The power supply cable assembly was installed without problems and the test machine powered on without any additional damage to the plug of the power supply cable assembly. The test machine functioned properly during dialysis without further damaging the plug of the power supply cable assembly. A self-test passed with the power supply cable assembly installed. The heat disinfect program passed without further damaging the plug of the power supply cable assembly. A continuity test passed on all three wires (hot, neutral, and ground) of the power supply cable assembly. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Although it was stated that the power plug was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.